Manufacturer narrative:
The cartridge was not returned to animas. Although, the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The pt reported that she experienced blood glucose (bg) of 600mg/dl with nausea; she said that the symptom could have been related to a concurrent illness. The pt stated that when she removed the cartridge her hand was wet but she cannot confirm that the moisture was insulin. She reported that she treated the elevated bg via the pump and she stated that the bg excursion resolved after the cartridge and infusion set change.